Event description:
As initially reported via literature article: table 5, patient number 8: type iiib endoleak 32-year-old male patient indication: descending thoracic aneurysm graft components n=2 time between index tevar and type iiib endoleak = 4046 days type iiib presentation = aneurysm rupture reintervention required = relining.